Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant of the right atrial (ra) lead, the helix of the lead would not fully deploy and took over thirty turns to deploy and then would not retract, the ra lead was not used, and a different lead was implanted during the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed no anomalies were found. The helix of the lead became extrinsically di storted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.